Event description:
A bipap a40 device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. The sound abatement foam needs replaced to address this issue. The customer has requested the device be scrapped. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Dirt and dust contamination was also noted during the evaluation.